Manufacturer narrative:
UDI: (B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The reported valve was implanted to a patient (doi and setting were unknown) via vp-shunt. It was reported that the pressure setting was not able to change on (B)(6) 2017. It was also reported that the pressure setting was found unanticipated setting change after several months from implantation. The patient is (B)(6), male, and his condition is stable so that the revision surgery was not performed. The sales force scheduled an interview the surgeon and will collect more detail. No further information was provided by the hospital.